Event description:
During the surgery, the sureshot targeter didn't work after connecting to the controller, the information on the monitor shows "the targeter is broken, please exchange". Finally the surgeon utilized c-arm to target. Delay: 40min.

Manufacturer narrative:
(B)(4).